Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin delivery. Frequent occlusion issues led to a follow-up request for additional assistance.